Event description:
An implant form was received for the patient's full revision surgery. The surgery was indicated to be due to prophylactic reasons and "other - low impedance". No device return is expected as explants are discarded. No additional, relevant information was received to date.